Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Please understand that this is a rare occurrence, and we apologize. We are still looking for them and should they be located we will re-investigate and respond back to you with the results. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
The patient was inpatient at the hospital. The senior doctor had called that she suspected that the valve was defective. The patient always has some air in the pleural area. You have connected the medela pump, but there is not enough air for the pump to work. All connections have been checked since everything is functional. Valve was changed on the patient. The patient probably had a minimal pneumothorax, but the doctors could not explain exactly where it came from. They wanted to check all the causes. The doctor then had the feeling that something was wrong with the valve

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: physical samples were received by our quality team for investigation. The valve was in pieces with the housing and the inner components visible. Examination of the interior valve housing did show some residual tissue both on the upper and lower housing. Examination of the interior valve components did not indicate an issue; therefore, the reported failure mode was not confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narration.

Event description:
The patient was inpatient at the hospital. The senior doctor had called that she suspected that the valve was defective. The patient always has some air in the pleural area. You have connected the medela pump, but there is not enough air for the pump to work. All connections have been checked since everything is functional. Valve was changed on the patient. The patient probably had a minimal pneumothorax, but the doctors could not explain exactly where it came from. They wanted to check all the causes. The doctor then had the feeling that something was wrong with the valve

Manufacturer narrative:
Pr (B)(4): initial emdr submission. A sample was to be returned for evaluation. A follow up emdr will be submitted if additional information becomes available.

Event description:
The patient was inpatient at the hospital. The senior doctor had called that she suspected that the valve was defective. The patient always has some air in the pleural area. You have connected the medela pump, but there is not enough air for the pump to work. All connections have been checked since everything is functional. Valve was changed on the patient. The patient probably had a minimal pneumothorax, but the doctors could not explain exactly where it came from. They wanted to check all the causes. The doctor then had the feeling that something was wrong with the valve.